Event description:
It was reported that the 10 ml bd posiflush¿ sp pre-filled flush syringe nacl 0.9% experienced difficult plunger movement. The following information was provided by the initial reporter: date of incident (yyyy-mm-dd): (B)(6) 2021. Syringes stuck half way to advancing, could not push all the sodium chloride out. Manufacturer code/model: 306575. Serial or lot number: (B)(6).

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/17/2021. H.6. Investigation: a device history record review was completed for provided material number 306575 and lot number 0294168. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, one sample was received for evaluation by our quality team the sample came with no packaging flow wrap, no tip cap, no solution and the rubber stopper all the way down. A visual inspection was performed and no defects or imperfections were observed. The plunger rod-rubber stopper was then pulled back to the 10ml mark in the graduation scale to test for sustaining force and the result, though on the higher end, was within specification. The customer may have noticed that more force than normal was required. Based on the investigation with the returned sample analysis the symptom reported by the customer could not be confirmed. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 10 ml bd posiflush¿ sp pre-filled flush syringe nacl 0.9% experienced difficult plunger movement. The following information was provided by the initial reporter: date of incident: (B)(6) 2021. Syringes stuck half way to advancing, could not push all the sodium chloride out. Manufacturer code/model: 306575, serial or lot number: 0294168.